Manufacturer narrative:
The root cause for the intraoperative issues were not definitively determined. The feature that led to the failure, the suture hole edges, were inspected visually at a frequency of 100 percent at phillips precision inc. And found to be conforming. However, they caused fiberwire to fray and break. A similar issue with the suture holes rupturing sutures occurred with proximal tibia components also manufactured at phillips precision inc which is being investigated via a CAPA. It is not currently known if the issues are related.

Event description:
A (B)(6) year-old male patient underwent a surgery on (B)(6) 2021 performed by dr. (B)(6) to place eleos implant including a proximal femur, a 140mm and a 60mm male-female midsection, a distal femur, a distal femur axial pin, a tibial hinge component, a tibial poly spacer, a tibial baseplate, and a stem extension. During the surgery, surgeon attempted to fixate soft tissue around the proximal femur implant using sutures. The suture holes where the surgeon placed the sutures through the implant caused the #2 fiberwire to fray and break when they tried to tie them tight. The surgeon had to increase the gauge of the fiberwire. The issue led to a short increase in surgery time.